Manufacturer narrative:
The reported failure of trilogy ev300 3-way solenoid and proportional valves (active exhalation control module) is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that a trilogy ev300 ventilator was reported to have failed active exhalation verification testing in the system setup test for pilot reading. There was no patient involvement, and no harm or injury reported. The field service engineer installed a new trilogy evo 3-way solenoid valve and a new trilogy evo proportional valve (active exhalation control module) to address the test failure issue. Verification testing was completed after component replacement. All tests and calibrations were found to be within specifications and/or passed testing. The device was placed back into full clinical use.